Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that the first implant she received for the bladder stimulator malfunctioned that is why she had to go back to have a replacement device which happened last (B)(6) 2021. No further complications were reported.